Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. However, customer states that it was a transportation issue which they have changed their transport process. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. However, customer states that it was a transportation issue which they have changed their transport process. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the pst tubes were not shipped in upright position, saw low results and linearity issues. Unexpected and/or unexplained clinical or qc results. You indicated that you have experienced unexpected and/or unexplained clinical or qc results. Pst tubes were not shipped in upright position, saw low results and linearity issues.